Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant procedure, the large hem-o-lok clip applier instrument would not fire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have multiple input disks broken. An input disk#7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts.

Event description:
Refer to h10/h11 for follow-up information.